Event description:
The parent reported that the patient received a burn from the hearing aid while at home. The audiologist contacted the manufacturer for guidance on how to proceed. Manufacturer response for oticon sensei behind the ear, (brand not provided) (per site reporter): they "overnighted" a new device to the patient. They requested that the device in question be returned for analysis.